Manufacturer narrative:
The health care provider indicated that when the patient was removed from the rotoprone it was checked and there was no exposed metal or compressed foam on the surface. Rotoprone labeling states under "risks and precautions": "use of the rotoprone therapy system is typically prescribed for patients at high risk of mortality. Although use of the rotoprone therapy system is thought to help caregivers address potentially life-threatening conditions, proning itself may present inherent risks of serious injury. For instance, some studies and caregiver experience have suggested or reported risk of the following in relation to proning in general: skin breakdown and/or pressure necrosis". It also states under "safety tips": "assess skin at frequent intervals depending on patient condition (at least once every four hours). Give extra attention to skin at pressure points and locations where moisture or incontinence may occur or collect. Common pressure points include, but are not limited to, the face, ears, axilla, shoulders, sides and upper and lower extremities".

Event description:
A patient on a rotoprone bed had been rotating supine for more than 24 hours prior to being removed from the bed. When the patient was removed from the bed, the patient had skin breakdown bilaterally on his chest wall. The health care provider indicated that the skin breakdown ranged from stage ii to unstageable, due to necrotic tissue. The health care provider also indicated that the patient's wounds were improving when the patient was discharged from the hospital.